Manufacturer narrative:
Pump was functional. Reservoir performed within specifications. Cylinder was functional. Cylinder had a wear leak. Tubing was functional.

Event description:
The device was removed from the pt, due to fluid loss-side arm tubing, and replaced.